Manufacturer narrative:
Suspect product discarded.

Event description:
On 15oct2021 a patient (pt) in (B)(6) called to report a past od corneal ulcer event that occurred between 2015 and 2017 while wearing the acuvue® oasys® brand contact lenses (cls). The pt is unable to recall the date of the event. The pt experienced od discomfort after approximately 30 days of wear of the suspect cls (date is unknown). On waking the following morning, the pt reported a symptom of ¿felt like sand in the eye¿ and noticed ¿two white balls on the brown part¿ of the od. The pt went to an eye clinic and was diagnosed with two corneal ulcers on the od. The pt was prescribed an unknown medication and the od was better within one week of treatment. The pt reported a possible additional visit to the clinic within 30 days of the initial clinic visit date. The pt was advised not to return to cls wear for two to three months. The pt didn¿t return to cls wear for a ¿very long time¿ (dates were unknown). The pt went to an eye care provider ¿a few years ago¿ and was trial fit with a daily acuvue cls. The pt advised at that ecp visit, the od was normal, and no scarring was noted. The pt didn¿t notice anything abnormal in appearance with the od suspect cls. The pt reported daily cls wear with a thirty-day replacement schedule. The pt used opti-free solution to clean the lenses. No additional information is available. On 15oct2021 a call was placed to the treating clinic. A representative advised the pt had ¿several visits¿ at the clinic and will request someone call to provide additional medical information. No additional medical information was provided. On 19oct2021 an additional call was placed to the treating clinic. A representative advised the pt was not seen at the clinic for a corneal ulcer. No additional information was provided. No additional medical information has been received from the pt after multiple attempts. This od corneal ulcer event is being reported as a worse-case event as we were unable to verify the pts diagnosis and treatment. The lot number is unknown. The suspect od cls was discarded. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.